Event description:
Additional information received reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Boot accessory model unknown. Serial# unknown. Implanted: unknown. Explanted: unknown. Boot accessory model unknown. Serial# unknown. Implanted: unknown. Explanted: unknown. Accessory kit model 3550-29. Serial# unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a synergy system and extensions replaced with a prime advance and a new extension and adaptor. The original leads were left in place. The patient was not able to get stimulation, and further surgical intervention was performed, finding that the leads had migrated south and no longer sat at the level necessary to get the stimulation the patient needed. The prime advance, original leads and new extension were explanted. There were plans to implant the patient with a paddle lead, but the procedure was not yet scheduled. Patient outcome was not provided.

Manufacturer narrative:
Lead model 3487a, lot # j0444336v, implanted: (B)(6) 2006, explanted: unknown; lead model 3487a, lot # j0455246v, implanted: (B)(6) 2006, explanted: unknown; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; accessory model 37092, lot # 281240002, implanted: (B)(6) 2011, explanted: unknown; programmer model 37743, serial # (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3487a lot # j0444336v determined no significant anomalies were found. Suspected body fluids were observed in the lead. There were no shorts between circuits and the continuity was acceptable. Analysis of lead model 3487a lot # j0455246 determined no significant anomalies were found. Suspected body fluids were in the fluid but did not pose a performance impact. No shorts between the circuits were found and the continuity was acceptable. Analysis of implantable neurostimulator (ins) model 37702 serial # (B)(4) determined no significant anomalies were found with the ins. Good, stable output was observed on all electrodes referenced to one electrode. Analysis of extension model 3708220 serial # (B)(4) determined no significant anomaly was found. The product was cut through (suspected explant damage) and segmented. Suspected body fluids were observed in the extension. No shorts were found between the circuits and the continuity was acceptable. Analysis of neurostim boot accessory determined no anomaly was found. Analysis of neurostim boot accessory determined no anomaly was found. Analysis of accessory kit model 3550-29 determined there was no anomaly was found. (B)(4): boot accessory and accessory kit.

Manufacturer narrative:
Previous codes are obsolete. This regulatory report contains current codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was removed in 2011, but the leads may still be implanted in the body. However, our records indicate the leads were returned for analysis. The patient reported that the stimulation implant did not do what it was supposed to do. No further complications were reported.